Manufacturer narrative:
Investigation including root caused analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The opening room manager reported that two illumination ports stopped working during a surgical procedure. The staff used the two remaining ports to complete the procedure. There was no harm to the patient.